Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a type I bicuspid valve with an non-coronary cusp (ncc)-left coronary cusp (lcc) raphe. The patient's annulus had a perimeter of 79.1mm. During loading check, a crown overlap was present in the inflow side of the valve, at around node 3. A pre-dilation was performed using a 20mm balloon. The valve was deployed to the point of no return, when infolding was observed. The valve was recaptured and removed from the patient. A second pre-dilation was performed with a 20mm balloon, and a new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.